Event description:
As reported for this event by the customer, during preparation for use, the device yielded an e216 scope communication error message. The error message continues to be received after wiping of contacts and reconnecting. There is no patient involvement. The intended procedure was completed with another similar device.

Manufacturer narrative:
Full name of the facility is (B)(6). Due diligence is being performed for this event. Customer provided available additional information. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e216 scope communication error could not be confirmed, as the device was not returned for evaluation and a definitive root cause of the event could not be determined, however, the issue was likely the result of a damaged image sensor unit and or a component failure on the circuit board due to use stress, external factors, or handling. The event may be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 observe the palm, etc. Using normal light observation images and nbi observation images. 3 confirm that the illumination light is emitted. 4 adjust the light intensity to an appropriate brightness. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur¿. Olympus will continue to monitor field performance for this device.